Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black connector was confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The black connector nut was completely separated from the connector. The damage did not affect the ability for the connector to make full contact; however, it was able to tighten to the thread for a secure connection. No atypical alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported damage cannot be conclusively determined through this investigation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a new heartmate 2 controller and after 5 months the black connector broke again. The controller was exchanged,